Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had the rubber adhesion part caught. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the objective lens adhesive was peeling. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to deterioration or breakage of the adhesive. In addition to the objective lens adhesive peeling due to deterioration or breakage of the adhesive additional findings are as follows: due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; adhesive on bending section cover had a chip; and the video connector case had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens adhesive peeling issue could not be determined, however, the issue was likely due to stress of repeated use, external factors and or user hand handling/mishandling. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection, section 3.3 preparation and inspection of the endoscope inspection of the endoscope ¿4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8 wipe the video connector, including the electrical contacts using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean¿. Olympus will continue to monitor field performance for this device.